Manufacturer narrative:
Title: a case of thoracic pneumatosis due to severe coughs and tracheal tube displacement induced by tracheal tube size mismatch source: ja clinical reports, (2019) 5:8 https://doi.org/10.1186/s40981-019-0227-0. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of clinical reports, the patient with chronic heart failure was admitted to the intensive care unit (ICU) due to respiratory failure. Immediately before admission, the patient's airway was stabilized using a cuffed 8.5mm tracheal tube. The air leakage did not stop with the regular intracuff pressure (25cm h2o) due to the tracheal tube mismatch. The diameter of the patient's trachea was too large for the tube used- a diameter of 28.6mm. A higher intracuff pressure of 35cm h2o was applied to prevent air leakage and tracheal tube movement. Three days after admission, a chest x-ray showed a medial stripe sign and basilar hyperlucency indicating pneumomediastinum and pneumothorax. Patient's airway was converted to percutaneous tracheostomy.